Event description:
It was reported the patient had a CT scan due to some sciatica problems they had over the weekend. They were told by the radiologist that a ¿small length of tubing or foreign body¿ was present in the superficial subcutaneous tissues at the level of l2. The patient had their device removed in (B)(6) 2014 and was told that all components had been explanted.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger. (B)(4).